Manufacturer narrative:
The lot was manufactured 01/16/2018 ¿ 01/17/2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime completely or flow successfully ¿without puncturing tubing with secondary device.¿ the customer was attempting to use a vial of 25% albumin to prime the device. There was no patient involvement. No additional information is available.